Manufacturer narrative:
The customer reported that a patient's spo2 measurement went down to 85% and the monitor did not alarm. Preliminary investigation using the internal alarm logs from the attached central station monitor show that desaturation alarms were logged from this monitor later the same day. Testing of the monitor by the biomedical engineer showed that the device functioned as specified. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that a patient's spo2 measurement went down to 85% and the monitor did not alarm.